Manufacturer narrative:
Results: the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned devices revealed the first ruby coil had a fractured sr wire. Further evaluation of the last ruby coil revealed that the embolization coil was damaged and the pusher assembly was kinked. The damage found on both ruby coils typically occurs due to forcefully retracting the ruby coil against resistance. The non-penumbra microcatheter was not returned for evaluation. The root cause of the resistance mentioned in the complaint could not be determined. Penumbra ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01158.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while deploying a ruby coil into the aneurysm, the physician noticed that it was not anchoring properly and decided to remove the ruby coil. However, while removing the ruby coil from the microcatheter, the physician felt a "pop" and the ruby coil began to unravel. The physician then successfully delivered a couple of new ruby coils into the aneurysm using the same microcatheter. Upon attempting to deliver a last ruby coil into the aneurysm, the physician was unable to advance the ruby coil through the microcatheter and decided to remove the ruby coil from the patient. However, while removing the ruby coil, the physician felt the same tension ("pop") as he felt with the first ruby coil. At this point, the physician decided to end the procedure since the artery was successfully embolized. There was no report of an adverse effect to the patient.